Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1580bc, biocomposite-tenodesis¿ screw 8 x 23 mm, its anchor broke during insertion. This was detected during an anterior cruciate ligament reconstruction and medial collateral ligament repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1580bc. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. (B)(4). 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 4. Bio-tenodesis screw only: use the appropriate size arthrex drill to create a pilot hole in the bone.